Event description:
The device was returned for preventative svc with no problems specified. There was no reported pt harm. During the repair eval, it was discovered that the dump valve (over-pressure relief) was functioning intermittently which could cause a high pressure condition to the pt. The dump valve assembly was replaced to correct the problem.